Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level rose to 19 mmol/l (342 mg/dl) while wearing the pod for between 37 and 48 hours. When the pod was removed from the infusion site (abdomen), the cannula was found to be bent, and bleeding and redness were observed at the site. As treatment, a new pod was applied.

Manufacturer narrative:
The device was received fully deployed. The investigation of the soft cannula found no bends, kinks or damages. The pod data shows no signs of struggle in the drive mechanism that would indicate that the cannula was occluded by bends or damage at the time of the event. Blood was observed on the adhesive pad. The formed needle and bottom housing were inspected, and no damages or defects were observed that would result in bleeding, bruising or skin irritation. The cause of the reported bleeding, bruising and skin irritation could not be determined.